Event description:
It was reported to boston scientific corp that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6)2009. (Pt over 18 yrs old). According to the complainant, at the end of the procedure, the jagwire could not be withdrawn. The site indicated that the jagwire hydrophilic tip "bunched up" while pulling back through the catheter; therefore, the catheter and jagwire were removed together. The procedure was completed with the same jagwire. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).